Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no 2015691 2021 02801.

Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaint relating to the complaint. As no device was returned and there is no evidence to support a manufacturing design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Device related photos and procedural imagery were provided, and the following was observed: the crimped valve strut was shown to be bent and protruding through the sheath shaft near the distal end of the sheath hub. Shaft profile appears slightly curved in the anatomy. The following instructions for use (IFU) and training manual were reviewed: IFU for esheath, IFU, commander delivery system, device preparation manual, and procedural training manual. Precautions the sheath temporarily enlarges to allow the passage of devices ensure that the vasculature can accommodate the maximum diameter of the expanded sheath. When inserting, manipulating or withdrawing a device through the sheath, always maintain orientation of the sheath position. When puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath. Delivery system insertion through sheath. Correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. If push force is too high, consider slightly pulling back the sheath while advancing the thv/delivery system 12 cm. Note: in expectation of high friction, use short movements. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. Retract loader and peel away if needed more length is needed. Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. Thv retrieval through sheath. Thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re use the sheath, thv or delivery system once thv is retrieved. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. Based on the review of the IFU training manuals, no deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from may 2020 to april 2021 for the esheath (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. A risk assessment was performed on the reported event and sheath puncture is identified in the commander delivery system risk management worksheet as a potential cause that may lead to percutaneous or surgical intervention. This event reports sheath puncture during delivery system insertion advancement that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non conformances or labeling IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. The risk of difficulty inability inserting the delivery system through the sheath, sheath punctures, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to insert the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with difficulty inability inserting the delivery system through the sheath and sheath punctures. Therefore, the review of risk management file is complete, and no further action is required. Since no product non conformances or IFU training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As no edwards defect that could have resulted in the complaint was identified, no preventative or corrective actions are required. The reported events were confirmed based on evaluation of the provided imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. A manufacturing nonconformance therefore could not be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of IFU training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation therefore the puncture was likely not present out of box. As reported, first valve prepped got stuck in sheath and would not advance so sheath and valve were removed. Valve got stuck due to a strut bent and caught in the sheath. Per the imaging evaluation, a crimped valve strut was shown to be bent and protruding through the sheath shaft near the distal end of the sheath hub. Since the resistance and sheath puncture were experienced near the proximal end of the sheath, it is possible that a steep angle was used to insert the delivery system through the sheath. Per the procedural training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. A steep insertion angle can create sub optimal angles that can lead to non axial alignment in the advancement of the delivery system and consequently difficulty inability to advance the delivery system. This can also lead to the struts of the crimped valve to interact with the interior lumen of the sheath. With potential excessive device manipulation performed to overcome the resistance, it is then possible that the valve strut punctured the sheath. As such, available information suggests that procedural (steep insertion angle, excessive manipulation, valve caught on sheath) factors may have contributed to the complaint events. However, a definitive root cause could not be determined.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding an implant of a 29mm sapien 3 valve, by transfemoral approach. During advancement of the first 29mm sapien 3 valve and delivery system through the sheath, the system was stuck in the sheath and would not advance. The devices were removed. It was observed that the valve got stuck due to a strut bent and was caught in the sheath. There was no damage seen to the rest of the devices. There was no injury to the patient. A second 29mm sapien 3 valve was prepped was deployed successfully without issues and only trace ar. Per the received imaging, it appeared that the sheath liner was punctured.